Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to place sacra screws and remove screws at t11-pelvis. The tip of the driver broke during sacral screw repositioning. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.